Event description:
"During use the clip broke. Had to reclamp vessel, stop bleeding, then find broken pieces." Pt is doing fine.

Manufacturer narrative:
Product has not been returned to the manufacturer for evaluation. If product is returned, evaluation will be completed and final report will be submitted.